Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited a system failure notice.

Manufacturer narrative:
The device was returned. The reported "system failure notice" issue was duplicated. An error code and high alarm displayed cassette detected messages were in the pump's event history log. Additionally, the downstream occlusion sensor was bubbled. A microprocessor unit board and downstream occlusion sensor with seal will be replaced.(updated h3, h6b, h6c, andh6d) a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Additional information received (updated b5 and h6a).

Event description:
Additional information received: there was no patient involvement with this pump. This pump failed (displayed system failure) during testing.